Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by MFR if no medwatch form was received from the initial reporter or product user. Underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that prduced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
On 11/14/96, the following info was reported: theiab was inserted into the patient on 11/4/96. On 11/9/96, blood was noted in the tubing and the iab was removed. There was a delay of 1 hour and 50 minutes by the dr.'s order, as the patient had thrombocytopenia. He ordered the nurse to decrease augmentation and continue pumping till he was ready to remove the iab. There was no autofill or interruption of pumping during that time. The balloon was removed on 11/9/96. On 11/26/96, datascope was notified that the patient expired on 11/11/96. It was still unk if the event contributed to the patient's death.